Event description:
The customer stated she was hospitalized for high blood glucose levels. The customer stated she had been experiencing high blood glucose levels the day prior to the hospitalization, but she did not treat with a manual injection. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.